Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the stored electrogram, the insertable cardiac monitor had false pause episodes resulted from poor sensing. Loss of contact in the pocket was suspected. Programming changes were made.